Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 burr hole cover; however, it is unknown which burr hole cover, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs burr hole cover, model: 6010, UDI: (B)(4), serial: n/a, batch: 7684380. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced skin erosion at the right-side burr hole cover. Surgical intervention was undertaken on (B)(6) 2025 where they cleaned the area, performed a skin graft, and closed. The patient was admitted for 4-5 days and received antibiotics. No signs of infection were reported.